Manufacturer narrative:
Upon analysis, the field complaint of inability to connect the lead into the header of the device was not confirmed. The set screw was blocking the lead from being inserted. Examination of the set screw showed the user was having problems correctly inserting the wrench into the inset. When the set screw was retracted, leads could then be fully inserted into the connector port, and the set screw could be fully tightened. The device was fully analyzed with no anomalies found. Only the setscrew blocking the port was preventing lead insertion. This was most likely a problem with the user¿s use of the wrench.

Event description:
During a device replacement surgery, the physician was unable to tighten the set screw of the device. The device was replaced and the patient's condition was stable.